Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, the customer performed a cartridge change resolving the issue. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Reportedly, the customer reverted to alternate method of insulin therapy. Customer's blood glucose level was 280 mg/dl.